Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, a trapezoid basket was used in an attempt to remove a stone. The trapezoid was inserted into the cbd and freely passed through it. However, the transparent wire holder on the basket slipping backwards in certain cases. The procedure was completed with another trapezoid basket. There was no patient complication as a result of this event.

Manufacturer narrative:
Block d4: the complainant was unable to provide the suspect device upn and lot number; therefore, the expiration and device manufacture dates are unknown. Block h6: imdrf device code a0406 captures the reportable event of the transparent wire holder on the basket slipped backwards.